Manufacturer narrative:
While the reported phenomenon was not duplicated, occurrence record of error 100a was confirmed. The manufacturer's service technician repaired the unit by replacing the da-mc cable. The device is back in service.

Event description:
The international customer reported the ventilator alarmed and stopped operating due to a due to a data acquisition pcb adc reference failure. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The international customer reported the ventilator alarmed and stopped operating due to a due to a data acquisition pcb adc reference failure. There was no patient involvement.